Event description:
It was also reported that asymptomatic patient presented in operating room for routine generator upgrade surgery. During the procedure there was oversensing due to noise observed on the atrial lead. The lead was capped and replaced. The patient was reported to be stable during and post procedure.